Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation

Event description:
It was reported that the battery does not produce a charge within sufficient time. There was no reported patient involvement.